Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their sensors not communicating information and the device alarmed lost sensor. Customer states that the device has been alarming for the past week with the same issue. During troubleshooting, customer was asked to check transmitter identification number. Customer verified the incorrect transmitter identification number had been entered. Customer states device is functioning. Customer's blood glucose level was 48 mg/dl at time of reporting. Nothing further reported.